Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis confirmed the customer comment that the output connector ports of the device were broken. Analysis also noted that two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the connector ports of the external pulse generator were cracked. The external pulse generator has been returned for repair. There was no patient involvement.